Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they are experiencing bleeding gums, bottom front tooth is very loose and can see the root from inner gum line. They had seen their dentist and was informed by their dentist that the aligners are causing their roots to retract. Requested diagnosis letter from dentist and mobility video and photo for evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.